Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blank display issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the reported blank display was not duplicated during investigation. The display had good contrast, was readable and was functioning appropriately. There were no alarms that were emitted or found in pump history during evaluation related to the reported complaint. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.